Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not duplicate the error. Customer reported that the plate was misaligned when placed on the plate rack. The fse confirmed liquid under the plate and on the plate rack. The instrument was tested without further problem and returned to service.